Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion. It was reported a tap splintered in the right side s1 pedicle during use. Metal shards were left inside the pedicle. When the surgeon began implanting a bone screw into the same right side s1 pedicle, the blunt guidewire became loaded inside the screw. When the surgeon attempted to remove the guidewire the entire construct came out of the patient.